Manufacturer narrative:
MDR 1049092-2019-00163 / device 5 of 8. Device history records (DHR) and retain dressings for lot 2626538 were examined during the previous complaint investigations. No discrepancies, non-conformance or deviations for raw materials, manufacturing, packaging, or sterilization processes were documented. All raw and packaging materials used to product lot 2626538 were certified to meet applicable convatec specifications. Additionally, none of the retain dressings from lot 2626538 that were examined had black spots as seen in the customer supplied photographs. There have been no changes to the DHR for lot 2626538 since the time of the last complaint investigation. The market retain dressings were re-examined on 03/26/2019 and displayed no black spots as seen in the customer provide photographs. A market unit from lot 2626538 returned by the customer during investigation of complaint was sent to an approved mico lab for sterility testing. Results of the test were negative for mold. Additionally, convatec obtained a market unit of the dressings from the same lot and observed no evidence of mold. No corrective action is required as this cosmetic defect appears to be related to improper storage. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: (B)(4). Third party manufacturing site: (B)(4).

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported there are "black spots (like mold) on the outer layer of the dressing, even if the primary packaging is closed." A photograph depicting the reported complaint issue was provided by the complainant.